Event description:
A report was rec'd that the pt was explanted due to infection at the pocket site, the infection was also starting to go up the leads. The pt was prescribed oral antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.